Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7; -9.00/+6.0/058 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os). It was reported that the patient experienced excessive vaulting. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).